Event description:
Caller reported a high blood glucose level, but the specific value was not known and simply displayed as "high." To address the high blood glucose, the customer administered a correction bolus via the pump, and the issue was resolved.